Event description:
It was reported the procedure was being performed in the operating room. The physician was inserting the spring wire guide through the 18 gauge introducer needle and was unable to advance the wire. At which time, she attempted to pull the wire back out but was unsuccessful. As a result, everything was removed and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).